Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar catheter, catalog and lot numbers unknown (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Prior to the procedure, a small pre-existing pericardial effusion was detected via transesophageal echocardiography (tee). Physician performed the ablation procedure. Toward the end of the procedure, the patient became significantly hypotensive. Soundstar catheter revealed that the effusion size had increased. Pericardiocentesis yielded approximately 400 ml. Patient was reported to be in stable condition. Physician does not believe that a bwi product was responsible for the injury.

Manufacturer narrative:
On (B)(6) 2018, the (B)(6) failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. Pericardiocentesis yielded approximately 400 ml. Patient was reported to be in stable condition. Physician does not believe that a bwi product was responsible for the injury. Returned product investigation: the device was visually inspected and it was found in good conditions. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. Then, an irrigation test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected and the irrigation tubing was found occluded with reddish material however, no damage was observed on the tubing. For this issue, the force feature was not tested, however, no force errors were observed when the catheter was connected to carto. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures and no damage was observed on the irrigation tubing. Manufacturer's ref # (B)(6).